Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. It was reported that there was a steam pop and it caused a perforation and a pericardial effusion. The patient was stable. The pericardial effusion was confirmed via intracardiac ultrasound. A pericardiocentesis was done and it is unknown how much fluid was removed. The heparin was reversed by giving protamine and another unknown drug was administered. The medical staff waited for two hours for the bleeding to stop. The drain was left in place and the patient was taken to the operating room (or) for surgery. The reporter stated that the patient was not stable when taken to the or. The patient's blood pressure was low and actively having a tamponade. A smartablate generator was used at 50 watts. Since this event (cardiac tamponade) is life threatening and required surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure; is to be considered serious and MDR reportable. Steam pop was assessed as not MDR reportable as it is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. It was reported that there was a steam pop and it caused a perforation and a pericardial effusion. The patient was stable. The pericardial effusion was confirmed via intracardiac ultrasound. A pericardiocentesis was done and it is unknown how much fluid was removed. The heparin was reversed by giving protamine and another unknown drug was administered. The medical staff waited for two hours for the bleeding to stop. The drain was left in place and the patient was taken to the operating room (or) for surgery. The reporter stated that the patient was not stable when taken to the or. The patient's blood pressure was low and actively having a tamponade. A smartablate generator was used at 50 watts. Device evaluation details: the device evaluation was completed on 27-sep-2021. The product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30567924l number, and no internal action was found during the review. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instruction for use states that it is important to carefully follow the power titration procedure as specified in the instructions for use. Too rapid an increase in power during ablation may lead to perforation caused by steam pop. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).